Event description:
It was reported that during a da vinci-assisted ventral hernia lpom surgical procedure that a mega needle driver instrument broke inside the patient while suturing. The caller reported that pieces from the wrist fell into the patient and were all retrieved. The procedure was completed using a backup mega needle driver. It was recommended to return the damaged instrument for failure analysis. There were no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the hospital's robotics coordinator and obtained the following information: the fragments were retrieved by the surgeon using laparoscopic instruments, all of the fragments were retrieved, which was confirmed by the surgeon and isi representative. No additional surgical procedures were required to remove the fragments. No post-operative tests were performed. The surgeon was unsure of what caused the instrument to break. The instrument was in use for 20 minutes prior to the issue. The instrument was inspected prior to use, with no abnormalities found. The instrument was being used to grasp a needle when the fragment fell into the patient. The surgeon did not notice any issues with functionality during the procedure. The instrument did not collide with any other instruments or hard material during the procedure. The fragment did not fall inside of the patient due to an instrument tip/accessory collision. The instrument was removed during the procedure, prior to breakage. The wrist was straightened upon removal. The staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened and the staff did not feel any resistance. There was no damage to the cannula or to the instrument. There was no patient injury or post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. Per the log report, there were two mega needle driver instruments that were used in the incisional hernia ipom procedure. It is unknown which of the two instruments had the issue as of the date of this report. Per this review of the logs, the mega needle driver instrument (part# 470194-05/ lot# k11211129-0009) was last used on (B)(6) 2022 via system sk5240. There were 2 uses remaining after this last usage. Per this review of the logs, the mega needle driver instrument (part# 470194-05/ lot# k11211129-0229) was last used on (B)(6) 2022 via system sk5240. There were 4 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mega needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.